Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that microdislodgement had occurred on the lead. Change in capture and sensing thresholds and decreased impedance observed. Lead repositioning was unsuccessful. The lead was explanted.